Event description:
Although the device is not intended for use in vein grafts, a 4.0mm diameter x 18mm length ave micro stent ii was inserted into a seven year old saphenous vein bypass graft to the right coronary artery. Deployment of the stent followed percutaneous transluminal coronary angioplasty and an excimer laser application to the target lesion with suboptimal results. The stent delivery system was inflated to 13 atm,, which is above rated burst pressure of 9 atm. Inflation of the stent delivery system to 13 atm expands the stent to approximately 4.4mm diameter. Following stent deployment, it was noted that there was a perforation of the vein graft. A perfusion percutaneous transluminal coronary angioplasty balloon was inflated at the perforation site and the pt was sent to surgery, which was tolerated well by the pt. The cause of the perforation is not known; however, the doctor felt that the delivery balloon "deployed the stent in two different diameters". It is likely that at 13 atms the appearance of the stent was assymetrical since it was expanded beyond the parameters for maximum diameter as indicated in the instructions for use (do not expand the stent beyond 4.3mm). After discharge, the pt returned to the hosp with a cerebrovascular accident. There was no additional clinical sequelae reported relative to the perforation. Review of the thermal photos of the target vessel reveals that the stent appears to be over-sized to the reference vessel diameter. No further info on this event is available at this time. Supplemental info will be provided as it becomes available.